Event description:
The customer reported that the system would not save images due to a touchscreen failure error message that could not be cleared. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The touchscreen and associated fuses were replaced. The system was then found to be operating as intended.